Event description:
Kinetix, 014 guidewire placed in coronary artery. Upon removal the tip of the wire detached cleanly and remained lodged in vessel. Coronary artery disease. Kinetix 014 guide-wire placed in coronary artery. Upon removal the tip of the wire detached cleanly and remained lodged in vessel.